Event description:
Pt reported experiencing elevated blood glucose levels in the 200's mg/dl for the previous 3 months. Her normal range is 100-150 mg/dl. Pt indicated that she did not have an a1c reading in over a year. She indicated that she believed the infusion device had insulin inside the cartridge chamber. Pt stated that she could smell insulin in the cartridge chamber when she changed the cartridge. She did not report any symptoms associated with the elevated blood glucose level. The pt did not report assistance by a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.